Event description:
The customer contact reported the pt received less medication than intended. On an unspecified dates and times, the device was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified lengths of time, it was reported the display indicated that 446 ml had been delivered; however, the container appeared almost full. The device was removed from clinical service. Therapy was resumed with a replacement pump. There were no reported adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.